Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following laser-assisted cataract surgery, the patient experienced partial detachment and missing descemet's membrane, as well as corneal edema. Per the surgeon, after the use of the laser, and prior to phacoemulsification, the anterior chamber became shallow. The descemet's membrane was noted to have folds and missing portions during the irrigation and aspiration (a) process. In a follow-up, the surgeon reported that the patient was being treated for full thickness corneal edema. According to the surgeon, the patient may possibly need an endothelial transplantation in the future. In the opinion of the surgeon, the cause of the event is unknown.